Event description:
A physician reported that during implanting a glaucoma filtration device, the device went through the patient's conjunctiva and fell into the anterior chamber. The device was removed, but not reused. Additional information was requested.

Manufacturer narrative:
Additional information: no problems were found during investigation of the returned sample. The external body of the device was found to be proper yet not clean at the spur surface. This may be explained by the device being attached to the blister using a paper tape. Therefore, the root cause could not be conclusively determined. (B)(4).

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Zip code is not indicated at this time. (B)(4).